Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular. Contracture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5091973) that a female patient who had 500cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The patient stated to have been experiencing 40 symptoms, however, did not elaborate on the nature of most of them. Intermittent swelling of the lymph nodes and throat were specifically noted. This was stated to occur every few weeks over a six-year span. Additionally, left sided baker grade IV capsular contracture was present. As a result, explant was performed on (B)(6) 2019. The patient stated a majority of the symptoms went away after explant. No device issue such as rupture was reported. The root cause of the patient¿s symptoms was unclear. See 1645337-2020-03118 for contralateral prosthesis report.